Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. Citation: huchet, françois, et al. "Could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?." Archives of cardiovascular diseases (2017). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. Given the limited information available, the cause of the ¿cardiac tamponade¿ events are unknown as the source and possible contributing factors could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in the article, ¿could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?¿ two patients experienced tamponades at some point between the tf sapien 3 tavr procedure and 1-2 months post procedure.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2018-00989, 2015691-2018-00903, 2015691-2018-00969, 2015691-2018-00970, 2015691-2018-00972, 2015691-2018-00974, 2015691-2018-00975, 2015691-2018-00978, 2015691-2018-00985, and 2015691-2018-00986.